Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the rv lead in clinic. The fracture was also observed during the lead revision. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Lead was capped on (B)(6) 2017.